Event description:
Olympus was informed that during a therapeutic esophogogastroduodenoscopy (egd) procedure, a clip fixation device was deployed, however an additional piece of metal reportedly stayed attached to the clip, and reportedly remained inside the pt's body cavity. There was no report of pt harm.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report, but did not receive detailed info regarding the reported event. The subject device referenced in this report was returned to olympus for eval and found that the clip and clip bracket were absent. There was evidence of biomaterial noted on the device, which limited the eval to visual inspection only. The device will be forwarded to the original equipment manufacturer for further investigation. If additional and significant info becomes available, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.